Event description:
After the evaluation of the device it was determined that there was melting in the connection area. A request had been made for the return of the suspect device and replacement product was sent.